Event description:
It was reported that the bed exit was set but did not alarm. Patient fell and sustained a brain bleed as a result.

Manufacturer narrative:
The b5 summary and section h codes have been updated to reflect the findings of the completed investigation.

Event description:
It was reported that the bed exit was set but did not alarm. Patient fell and sustained a brain bleed as a result. Upon evaluation, it was identified that the bed scale was zeroed with patient weight included, leading to an inaccurate scale and the bed exit not alarming.